Event description:
I had a key hole mesh inguinal hernia surgery, the surgeon installed a mesh device and my body rejected it. It has been a constant stretching, pulling and rehealing process, 3-6 times a year. During normal daily activities, I feel a sharp pain there, then I have to take it easy for 7-10 days for it to reheal (device). It has been causing many problems with digestion, bowel, urinary, gut problems etc., and I have had to give up many activities that I love water skiing, running, going to the gym, riding bike etc. I am always aware of the device. It's always on my mind the area where it is installed has always been sore, sensitive and tender, and there is a blockage there. I look deformed. I feel a constant pulling all the way around and behind the device. This has been going on 11 years. I wonder what my life would have been like without the device. My identical twin had the exact hernia in the same location and had a regular conventional surgery and never had a single problem or thought about it. It has been so obvious that this device is not compatible with my body. It has been along worrisome 11 years, with (B)(6) hospital / doctor related deaths annually in u.s., along I am afraid of doctors very much. It is so sad. If I wasn't so health conscious, I would probably not be alive. Hospital would not give info to me, (have a lawyer working on it.)